Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the standalone board required replacement. The imaging system then passed the system checkout and was found to be fully functional. The replaced part has been returned to the manufacturer and is currently under analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system displayed a generator error e033. There was no patient present when this issue occurred.

Manufacturer narrative:
Device evaluation: analysis was completed for the returned standalone board, and through analysis the reported complaint was confirmed. The standalone board failed visual inspection. Components on the board were electrically overstressed. Bench testing was not able to be performed due to the electrically overstressed components. It was determined that there was an electrical failure with the returned standalone board. If information is provided in the future, a supplemental report will be issued.